Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not returned.

Event description:
Exeter stem in patient was broken, so stem was revised and removed. Patient present with pain on weekend, was x-rayed and operated on tuesday.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results product evaluation and results: the exeter stem was returned fractured; the fracture morphology was consistent with a fatigue fracture that propagated inferiorly with final fracture occurring in overload. Damage was observed on the stem consistent with the cement mantle breakdown process as well as the explantation process. Damage consistent with contact against a hard object was observed on the superior rim of the distal fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the exeter stem in patient was broken. Evaluation of the returned device indicated that the exeter stem was fractured; the fracture morphology was consistent with a fatigue fracture that propagated inferiorly with final fracture occurring in overload. Damage was observed on the stem consistent with the cement mantle breakdown process as well as the explantation process. Damage consistent with contact against a hard object was observed on the superior rim of the distal fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Exeter stem in patient was broken, so stem was revised and removed. Patient present with pain on weekend, was x-rayed and operated on tuesday.